Event description:
Health care professional reported that during replacement of a st. Jude medical valve with a freestyle valve, hcp oversized. This resulted in annular dehiscence and obstruction. The freestyle valve was the replaced and returned for eval.